Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. Ventec requested the serial number for the device in question but was advised that it is not available. As a result, section d4 model #, catalog #, serial # and UDI # are all asku (asked unknown). Additionally, section h4, device manufacturer date, shall be left blank. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was patient involvement associated with the reported event. Ventec was advised that there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided.